Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, smoking, myocardial infarction, previous cea recurrent stenosis, and hypertension. The target lesion was the ostium of the right internal carotid artery. Pre-procedure stenosis was 80%. Lesion length was 15mm and diameter was 8mm. The lesion was pre-dilated. A precise pro rx 8 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The patient was discharged the following day. Approximately 11 months post-procedure, the patient had a revascularization of the target lesion. The restenosis was first noted on (B)(6) 2010 and a revascularization was conducted on (B)(6)2010. A precise 7 x 40 stent was used to revascularize the focal 80% stenosis of the carotid bulb region. The physician stated that the restenosis was not related to the stent and index procedure because the patient was unable to receive and start their plavix until approximately 7 months post-procedure.

Manufacturer narrative:
Clopidogrel was started in/around (B)(6) 2010. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14102818 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by patient and pharmacological factors and is not related to a product quality issue. No corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process.